Manufacturer narrative:
This report is being submitted to update a1 (patient identifier) b5 (describe event or problem), d8 (device avail for evaluation), d9 (returned to manufacturer date), h2 ( follow-up, what type) h6 (impact codes), h7 (remedial act, type), and h11 (additional MFR narrative). This pacemaker was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device could not be interrogated and was exhibiting no pacing pulses. The device case was removed to facilitate inspection and testing of the internal components. The battery was removed and replaced with an external power source to test the performance of the hybrid circuit. Testing of the hybrid circuit confirmed a normal current drain. The battery was forwarded for detailed analysis and while the battery was confirmed to be depleted, the root cause could not be conclusively determined. Boston scientific makes every effort to identify the root cause for all events, however, in this case, the specific cause of the device entering safety mode could not be identified during laboratory analysis as the returned devices battery had insufficient power remaining to maintain device diagnostic data and provide evidence of potential causes (i.e., high impedance) through direct battery testing. Based on all available evidence, it is most likely that this device was impacted by high impedance within the battery. Boston scientific has issued a worldwide product advisory communication in june 2021 and november 2023 regarding dual chamber ingenio? Extended life (el) pacemakers (including advantio) and cardiac resynchronization therapy pacemakers (crt-ps) that may initiate safety mode later in device life (i.e., prior to reaching the explant battery indicator) when the devices battery exhibits high internal impedance. This device is included within this advisory population. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier number and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this pacemaker device was surgically explanted after being found in safety mode. Besides surgical intervention, no adverse patient effects were reported. The explanted device is expected to be returned. The device has been received and is currently undergoing analysis. Once analysis is complete, the final report will be submitted. Product analysis completed.

Event description:
It was reported that this pacemaker device was surgically explanted after being found in safety mode. Besides surgical intervention, no adverse patient effects were reported. The explanted device is expected to be returned.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier number and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.